Manufacturer narrative:
The noted hole in the core of the fiber being slightly off center is indicative of a misaligned laser. The intact distal tip and rfid scan confirmed minimal usage which indicates the fiber failed almost immediately after laser energy transmission which again can be caused by a misaligned laser. Rfid scan indicated fiber passed internal functional testing (with a confirmed aligned laser) without any issues on (B)(6) 2017. Additional complaint filed by same customer as dmta complaint (B)(4) for the laser used with these fibers had no conclusion drawn as dmta has no access to this laser for evaluation since this laser device is not serviced by or maintained by dmta. In that complaint investigation it was also theorized that this particular laser unit was not aligned and/or calibrated correctly by the customer who performs the service of the laser, which again correlates to the investigation results of the fibers noted above. No further action is required on this complaint at this time.

Event description:
"Olympus was informed that during kidney stone lithotripsy procedure, dornier laser hls30w - sn (B)(4) was used with laser fiber. Setting 10 hz 2.0 joules. Error message fiber not connected appeared. Discovered fiber was burned at the blue connector end. Inserted two more fibers hlfdbx0270c were connected and both failed with 50 pulses. 4th 270 fiber connected and power was reduced to 10hz and 1 joules and were able to finish the case. No patient death or injury reported. Same device completed the procedure. Device will be sent back for investigation."

Manufacturer narrative:
No conclusions can be made since the products were not returned to dmta and limited information was provided by the customer in reference to the complaint event.

Event description:
"Olympus was informed that during kidney stone lithotripsy procedure, dornier laser hls30w - sn (B)(4) was used with laser fiber. Setting 10 hz 2.0 joules. Error message fiber not connected appeared. Discovered fiber was burned at the blue connector end. Inserted two more fibers hlfdbx0270c were connected and both failed with 50 pulses. Fourth 270 fiber connected and power was reduced to 10hz and 1 joules and were able to finish the case. No patient death or injury reported. Same device completed the procedure. Device will be sent back for investigation."